Event description:
It was reported that during the procedure to treat a total occlusion in the heavily calcified mid left anterior descending artery, the 2.5 x 15 mm trek dilatation catheter was advanced into the patient's anatomy. During the first inflation, the balloon ruptured at 10 atmospheres. The device was removed without resistance and a non-abbott scoring balloon catheter was used to perform pre-dilatation. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual, functional and sem analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.